Event description:
On 28 october 2022, neotract was made aware of patient who received a successful prostatic urethral lift (pul) procedure on (B)(6) 2022. No complications were reported at the procedure. It was later reported that the patient presented to the hospital on (B)(6) with severe bleeding. The patient was treated for bleeding by vaporization and cauterization of tissue in the prostate, and the bleeding was controlled. The physician reported that the patient is doing fine and has had no other problems.